Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: only the results logs that were mentioned in the activity text of the ticket and/or contain the complainant samples were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 519022 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The amplification curves of the samples appeared as expected. The curve which led to a positive interpretation exhibited a sigmoidal shape. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover was not identified. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 519022 (including the components) was performed. The manufacturing packets were obtained and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 519022 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 519022. The complaint history review initially identified two additional tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 519022. The two identified complaints have been investigated and identified a product deficiency. However, these tickets occurred when using an earlier version of the application specification file and/or potential amp plate carryover risk was identified as a likely cause of the discrepant results. Risk for amp plate carryover is not a lot specific phenomenon. Additionally, amp plate carryover was not identified as a likely cause in this investigation. For these reasons, these tickets will not be considered related. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 519022 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A hospital patient had previously been testing negative for sars-cov-2 on cepheid (nov 10) and alinity m (nov 13). On nov 17th, the patient tested positive on the alinity m instrument. A new sample was taken and the patient was retested on the sample alinity m instrument and on cepheid, which both generated negative results there was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.